Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. No button error alarm noted. Minor scratched lcd window, cracked reservoir tube lip and missing end cap sticker noted. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed for button error. Blood glucose reading was 142 mg/dl. No significant events lead up to the alarm. Advised that the insulin pump will be replaced. Nothing further reported.